Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2001 with the following findings: investigators were unable to power on the pump. There was moisture visible in the display. Evaluation revealed a keypad leak and moisture damage on the pcb. Testing could not be completed due to no power.

Event description:
There was reportedly no power to the pump. The patient's mother reports that the pump did not light up and did not beep. She says her blood glucose levels were higher than normal around 16 or 17 mmol/l and she is not positive of her blood glucose levels at the time. The patient's readings do not fit animas criteria of a serious diabetic injury. The patient reportedly did not have any symptoms with the blood glucose elevation and started a backup plan immediately. The patient's blood glucose levels reportedly resolved after starting the backup plan. The reporter stated that when inserting a new battery there was still no power. Troubleshooting revealed no structural damage to the battery compartment or battery cap and no corrosion on the battery cap. The reporter confirms inserting the new battery positive end first and tightening the battery cap to resistance.

Manufacturer narrative:
The pump has been returned to animas but evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.